Event description:
Boston scientific crm received information that this caller reported seeing "electrode" message while testing this atrial lead with the pacing system analyzer (psa). Additionally, impedance was greater than 2000 ohms during testing the the competitive pacemaker. Sensing and threshold measurements are still good.

Manufacturer narrative:
A boston scientific crm technical services consultant discussed the reported clinical observations with the caller. The caller stated that the physician will most likely leave the lead implanted and continue to monitor the performance. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.